Event description:
On (B)(6) 2012, the patient contacted animas and reported experiencing a blood glucose (bg) value in the range of 2mmol/l to 4mmol/l with no symptoms. The patient reportedly treated the low bg with consuming oral carbohydrates. The patient stated a 15.95 unit bolus was given at 6:01pm without user intervention. The patient reportedly believed that the bolus issue was due to the up/down arrow and ok keypad buttons sticking requiring more force and multiple button presses to elicit a response. The patient noted that the issue with the keypad buttons occurred 4 weeks ago and did not contact cs about the issue until (B)(6) 2012. The keypad was reportedly intact. The patient denied that the pump was exposed to water. The patient reportedly felt fine and was alert and oriented during the phone call with customer support (cs). It was noted that the patient did not take medication. The patient reportedly wore the pump using a low profile clip attached to a belt and did not clean the pump. This complaint is being reported due to the allegation the patient experienced a hypoglycemic event while using insulin pump therapy. Additionally, the patient stated that the pump was bolusing without user intervention.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no damage found to the keypad. A review of the pump history revealed a 15.95 unit bolus on (B)(4) 2012 at 6:01pm. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. During evaluation, the ok and contrast keypad buttons were intermittently responsive; the contrast button has no affect on insulin delivery function. All of the other buttons responded to presses as expected. The reported buttons sticking and scrolling was not duplicated during testing. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A normal 10 unit and a 10 unit audio bolus were performed successfully and were accurately recorded in the pump history. The keypad was removed and there was no evidence of damage found to the key contacts; there were no inverted key contacts observed. There was evidence of contamination under the key contacts. The reported un-programmed boluses were not duplicated testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.